Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hospital reported that during a coronary artery bypass procedure, the guidant logo popped off and fell in the patient. The hospital staff manually retrieved the guidant logo and continued the procedure using the same device. No patient complications were reported by the hospital.